Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a leak. The device was returned for evaluation. During the evaluation, it was noted that the field of vision was cloudy due to damage to the imaging unit. There was no patient harm or user injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The olympus device was returned for inspection. The reportable malfunctions noted in the event description were confirmed due to a damaged charged coupled device unit, and this damage also caused white dots on the image. During evaluation the following issues were also observed; the bending section cover rubber had a pinhole, the adhesive on the bending section cover had a chip, wear to the angle wire caused the bending angle in the up direction to not meet the standard value, the video connector and switch (1) one had a scratch and switch (1) one was also discolored. Further, it was noted that the video connector case and the video cable protector section had a scratch, the light guide cover glass had discoloration, and the right/left lever, the angulation lever and the right/left plate have a scratch. These components were also noted to have a scratch, the grip, the up/down plate, the control unit, and the light guide connector. Also, the video connector case had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon 1 "cloudy image" was likely due to a charged coupled device (ccd) unit failure. The event can be detected/prevented by following the instructions for use which state: 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.